Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Once the investigation on the unit is performed, a follow up report will be submitted.

Event description:
Customer reported that there was a discrepancy between the arterial blood and gas and pulse ox value. Subsequently on (B)(6) 2014 in the critical care unit, the spo2 was reading high as compared to the abg result. The patient was on a vent and the fio2 was increased.